Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining elevated thyroid stimulating hormone (tsh) patient results slightly at the top of the normal range of the assay for one (1) patient generated by the unicel dxi 800 access immunoassay system used in conjunction with access hypersensitive tsh reagent (lot # not provided). This event occurred on two (2) separate days; (B)(6) 2012. This report documents the results obtained on (B)(6) 2012. The customer indicated that the tsh results did not fit the clinical picture of the patient. Repeat testing of the patient sample on an alternate methodology reproduced normal patient results. The erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer supplied data, the customer's qc has been performing within the laboratory's established ranges. System check data have not been supplied to date. No sample collection or preparation information was supplied. The customer indicated that the patient's thyroxine (t4) results were below the normal range of that assay. The customer also indicated that the patient's triidothyronine (t3) results were elevated above the normal range of that assay. Customer sent the patient sample to customer product line support (cpls) for additional testing. Heterophile testing performed by cpls did not allow to detect interference since none of the blockers used were able to significantly modify the signal for a patient sample sourced interferent. Sample will be retested by cpls for further investigation; this information has not been provided to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The cause of the event is unknown to date. MDR 2122870-2012-01181 has also been submitted in relation to this event.